Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat polyps performed on (B)(6) 2024. During the procedure, the clip was able to lock onto tissue; however, the clip was unable to release from the catheter. The clip was eventually released from the catheter after multiple attempts of opening, closing, and torquing the scope. The procedure was completed with the same original resolution 360 ultra clip. Note: the complainant reported that the procedure performed was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips is designed to be compatible with forward-viewing endoscopes with working channels equal to or greater than 2.8 mm". There were no patient complications reported due to this event.

Manufacturer narrative:
Block e1: this event was reported by the boston scientific sales representative. The health care facility name is: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly with evidence of full deployment. Additionally, the distal part of the catheter was unraveled and kinked. The reported event of clip difficult to release from catheter was confirmed. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure since there were operational factors that could lead to the malfunction of the device.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat polyps performed on (B)(6), 2024. During the procedure, the clip was able to lock onto tissue; however, the clip was unable to release from the catheter. The clip was eventually released from the catheter after multiple attempts of opening, closing, and torquing the scope. The procedure was completed with the same original resolution 360 ultra clip. Note: the complainant reported that the procedure performed was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips is designed to be compatible with forward-viewing endoscopes with working channels equal to or greater than 2.8 mm". There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block e1: this event was reported by the boston scientific sales representative. The health care facility name is: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.